Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device did not change color and the plug would not release. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The approach used during the procedure was unknown. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The type of catheter sheath introducer (csi) used was unknown. The femoral artery's suitability was verified on angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent near the site, no stenosis >50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, with no anomalies noted. A non-sterile unit of product ¿vascular closure device 5f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is inserted inside an unknown non-cordis csi of the proper french size; the deployment lever is not depressed; indicator window was received black/white color; the plug is not deployed; the cowling guard was received unlocked; the back bleed port is set at its original position. The indicator wire is deployed; the device is blood saturated. No other outstanding details were observed on the returned part. The functional analysis was performed. The cowling guard was set to the locked position. The indicator wire was pulled to move the indicator window from black/white state as received into the black/black state. At the black/black stage the deployment button was pushed down, it was completely depressed, and the plug was deployed. The indicator window turned into black/red/white state. The device performed the deployment process successfully. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The complaint reported by the customer as ¿indicator window~no change to indicator¿ was not confirmed. The indicator window achieved the three stages deploying the plug as expected and the deployment lever performed properly. The exact cause of the reported event could not be determined during the product analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported event could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device did not change color and the plug would not release. There was no reported patient injury. The exoseal vcd was used in an interventional procedure. The approach used during the procedure was unknown. The device was stored and prepped according to the IFU, and the physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The type of catheter sheath introducer used was unknown. The femoral artery's suitability was verified on angiography, including the vascular sheath introducer's insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent near the site, no stenosis >50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not show red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed, with no anomalies noted. The device is being returned for evaluation.